Event description:
Per the clinic, the device was explanted on (b)(6) 2026 due to long-standing intolerance of the device. The patient experienced a constant, non-environmental "clapping" sound with use that was persistent and intolerable, which led to non-use of the device.